Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's handset and communicator were not connecting. They checked the location on the handset and it was turned off. They turned it on and the communicator and handset connected. The patient was able to communicate w/ the ins and got a message that the ins was below 20%, patient confirmed their stim was still on. They said they were not surprised by the message because they didn't have control of their bladder. The patient said they have noticed that when the ins battery gets below 40% the device is not as effective. Patient services agent did not ask about the circumstances that led to the reported issue.